Manufacturer narrative:
Based on the current information provided, isi has not determined the root causes of the alleged operative complication experienced by the patient and his subsequent death. Isi has contacted the risk management department for ¿(B)(6) institute¿ to possibly obtain additional information regarding the reported event. However, as of the date of this report, no new information has been obtained. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. The following information is unknown: what specific hospital and date the da vinci-assisted surgical procedure was performed, what specific type of da vinci-assisted "biopsy" procedure was actually performed, the name of the surgeon who performed the da vinci-assisted surgical procedure, what type of da vinci surgical system (model/serial #) was used, and the patient¿s name. Isi has reviewed the complaint history for ¿(B)(6) institute.¿ no related complaints were found. This complaint is being reported due to the following conclusion: the initial reporter claimed that the patient expired when a da vinci-assisted ¿biopsy¿ procedure allegedly caused ¿massive bleeding.¿ at this time, the causes of the patient¿s alleged operative complication and subsequent death are unknown.

Event description:
It was reported via social media (i.e. (B)(6) post) that a patient underwent an unspecified da vinci-assisted ¿biopsy¿ procedure and allegedly experienced operative complications. Per the initial (B)(6) posting, the following was noted: ¿my father died two years ago when a davinci-aided biopsy caused massive bleeding. He made me promise I would not sue. He did not make me promise I would not talk about it.¿ on (B)(6) 2019, the initial reporter posted the following subsequent (B)(6) posting: ¿(B)(6). You can take it from there.¿ refer to the following link for the (B)(6) postings: "(B)(6)".